Manufacturer narrative:
H2- additional information: as per information received, it was confirmed by the customer that there was a defect in the middle of the lens and the lens was removed and replaced by a new one. No patient injury. Also, event date confirmed to be on (B)(6) 2021. No further information provided. The following fields were updated accordingly. Section b2: event date: (B)(6) 2021. Section h6: health effect - impact code. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Telephone number: (B)(6). Device evaluation: product evaluation could not be performed since the product was not returned for evaluation. Per information provided material is not available. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. Attempts have been made to obtain missing information . However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the customer sent in a fax indicating the lens was unsterile / defective. No further details were given. Product investigation was completed without sample return. No other information was provided.